Event description:
The customer reported that the unit failed to recognize the batteries in either the a or b battery wells.

Manufacturer narrative:
The customer reported that the unit failed to recognize the batteries in either the a or b battery wells. A follow-up report will be submitted upon completion of the investigation.